Event description:
A nurse reported that the patient had endophthalmitis and best corrected visual acuity decreased in the right eye of a 71 year old male patient after cataract surgery. The patient current condition was improving. It was undetermined which product caused or contributed to the reported event, therefore all manufacturer products used during the initial procedure have been captured.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).